Event description:
(B)(6) 2022, hcp reported that a patient had molded pdo thread implanted in (B)(6) 2022. According to the hcp, the pdo threads were inserted in the lower face toward the ear but migrated four weeks after the treatment. (B)(6) 2022, after consecutive attempts to gather information, hcp mentioned the pdo threads were removed but didn't disclose any further details or patient status